Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump was ringing all of the time. The display would also remain blank despite inserting new batteries. No further details were provided. The insulin pump was not returned for analysis.

Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify back light and vibrate anomalies due to display anomaly. The insulin pump was received with scratched case, serial number label peeling, missing end cap address label, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.